Manufacturer narrative:
(B)(4). The device investigation is pending. The investigation results will be submitted in a follow up report.

Event description:
Reported issue: a clip got broken when it was loaded to the applier during the pretest at the central material room. The applier used with had already been reported.

Manufacturer narrative:
(B)(4). The customer returned one cartridge from one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. The returned sample was visually examined with and without magnification. No clips remained in the cartridge. One hook half was discovered within the returned cartridge. No other defects or anomalies were observed. Visual examination revealed that the broken clip was broken in half at the hinge. Evidence of use in the form of biological material was observed on the broken clip. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Functional inspection could not be performed as there were no remaining clips in the cartridge. The broken clip found in the cartridge confirmed customer's complaint. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73l2200895 was manufactured on 11/28/2022 a total of 17,640 pieces. Lot was released on 12/09/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02425 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned broken clip was broken at the hinge during loading. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One half on a broken clip was returned. Visual inspection confirmed that that clip was broken at the hinge. The clips breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: a clip got broken when it was loaded to the applier during the pretest at the central material room. The applier used with had already been reported.